Manufacturer narrative:
A field service engineer (fse) went to site to troubleshoot issue on (B)(6) 2015. It was found the pendant intermittently freezes and e-stop randomly comes on when driving. A replacement pendant and pcba board were sent to site. The fse replaced and configured pendant and system control board. Tested system and passed, and was put back into use. Parts were sent back to manufacturer for evaluation, investigation found: pendant confirmed reported complaint "pendant freezes intermittently." Pendant regularly lags behind second pendant, and often remains on standalone display (even when the imaging system is actively acquiring 2d and 3d images.) Loaded firmware, problem not resolved. Faulty pendant. Defective pcba. Pcba board was returned and no fault found and couldn't confirm reported problem. No other issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A field service engineer (fse) reported the system's pendent would not respond to user input. There was no patient present when this issue was identified.